Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Customer reported that the autopulse platform (serial # (B)(4)) displayed user advisory - "(ua) 16" (timeout moving to take-up position) error message upon power up and the lifeband does not retract. Also, a possible loud fan noise. No consequences or impact to patient. The autopulse platform associated with this complaint is submitted under MFR 3010617000-2020-00259.